Manufacturer narrative:
Device analysis indicates a device failure (dar is attached) . This report is submitted on september 09, 2021.

Manufacturer narrative:
This report is submitted on june 28, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.